Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device speaker on the unit was not working. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Device was last serviced october 13, 2022. Primary complaint of speaker not working was confirmed. The front piezo was not working. Replaced front piezo. Conducted performance verification tests and device passed all tests.